Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient experienced excessive bleeding and the leads were surgically abandoned. This device remains implanted and in service. There were no additional adverse effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.